Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a review of the log indicates that the lowest bg reading on (B)(6) 2019 was 254 mg/dl. Therefore, the complaint could not be confirmed. Blood glucose (bg) values from 41-52 mg/dl were recorded by continuous glucose monitor (cgm) from 3:08:47 am to 3:53:57 am on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated. On (B)(6) 2019, user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. On (B)(6) 2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure. Correction- h3.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl; cause was unknown. Glucose tablets and food were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.